Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had three ablations for atrial fibrillation" and an implantable pulse generator (ipg) was implanted but was not successful. The ipg remains in use. No patient complications have been reported as a result of this event.